Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that increased power, flow, and pulsatility index (pi) events were noticed during left ventricular assist device (lvad) procedure. The patient was transferred from the intensive care unit (ICU) to the operating room (or) for temporary right ventricular assist device (rvad) placement on (B)(6) 2022. The patient passed away on the evening of (B)(6) 2022 due to multisystem organ failure. The patient was noted to have right heart failure prior to lvad implant and the ECMO system was used post-operatively. Additional details leading up to the patient's death include poor health condition and a history of several pre-operative heart surgeries such as st.p, microdiscectomy surgery, stent placement 12 times, and several coronary artery bypass graft (CABG) surgeries.

Manufacturer narrative:
E1: reporter phone number - (B)(6), reporter email - (B)(6). H6: health effect - clinical code - multiple organ dysfunction syndrome (3261). Manufacturer's investigation conclusion: review of the submitted log files confirmed pump power and flow elevations, as well as left ventricular assist device (lvad) fault flags, that appeared consistent with material, such as a thrombus, being ingested into the pump and contacting the rotor. A direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported multisystem organ failure and patient outcome could not be conclusively established through this evaluation. The controller and lvad event log files contained information from 26sep2022 - 27sep2022. Elevations in pump power and estimated flow were captured on (B)(6) 2022. Lvad fault flags associated with rotor instability were also captured at this time. The death was not considered to be device-related, and the device was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists device thrombosis and multiple organ dysfunctions/failures, including right heart failure, as adverse events that may be associated with the use of heartmate 3 lvas. This document also provides information regarding the recommended anticoagulation therapy and inr range. Incidental finding: based on complaint history and similarly reported events, the information captured within the submitted log files is consistent with foreign material, such as a thrombus, being ingested into the pump and contacting the rotor; however, a specific cause for the elevated power and flow values, as well as the hc_ctrl and rot_noise lvad fault flags, could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists pump thrombosis, multiple organ dysfunctions/failures including right heart failure, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 1 also provides an explanation of all pump parameters (including power and flow). Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also notes that any increase in power not related to increased flow (such as thrombus) causes erroneously high flow readings. This section also provides information about the low flow hazard alarm condition and states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Changes in patient conditions can result in low flow. Section 4 of the IFU, ¿system monitor¿ (under ¿pump stop button¿), states: ¿use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1. The pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed.¿ this section further states that after the countdown, the stopping pump message will be displayed. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. In addition, section 6 (under "anticoagulation") outlines the suggested anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The patient handbook also contains a section on ¿handling emergencies¿. No further information was provided. The manufacturer is closing the file on this event.